Event description:
It was reported by svc report that the foot caster will not roll properly and the bed has intermittent power due to a damaged power cord. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Missing ground prong and loose power prong, caster had ben shaft.